Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the peeling of coating material on the insertion tube was physical stress/chemical stress while the user was handling the subject device. The event can be detected/prevented by following the instructions for use which state: ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the coating material was found peeling off the connection tube. Additionally, there were several other forms of unit wear and tear noted throughout. Those include, but are not limited to material elongation, leaking, adhesive failure, and material corrosion. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera bronchovideoscope due to an air/water leakage issue from the insertion tube/bending section. According to the initial reporter, this event took place during preparation for a diagnostic procedure. Reportedly, the intended procedure was completed using a similar device without any reports of patient harm or procedural delay. During the device evaluation, it was discovered that the coating material on the insertion tube was peeling. This report is being reported to capture the peeling coating material confirmed during the device evaluation.